Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the low pump flow has been completed. Per the clinical summary the low flow occurred due to a cannula kink, the patient had a small aortic arch. The data review confirmed the low flow when the pump was started and remained for the rest of the case with auto suction response and suction alarms. Based on the clinical description and the data analysis, the root cause of low flow was due to a cannula kink and the root cause of cannula kink was due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was successfully placed, however when the pump was stated a severe kink just distal to motor developed that was flow limiting. Reportedly the pump was only able to flow at 1.0 liters per minute and had to be maintained on pressure level two with continuous suction during the case. The physician unsuccessfully attempted multiple times to reposition the impella to resolve the kink, however as soon as the guide wire was removed the pump would kink. The patient¿s ascending aorta was noted to have a very sharp 90 degree turn around the arch that seemed to be causing kink. Additionally, the clinician provided the physician with the option of trying a new impella, however the physician declined and chose to proceed with the case indicating if the patient decompensated a new impella would be used. There was no patient harm reported.